Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit made a load screeching noise and screen turned black and stopped pumping. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6-medical device ¿ problem code, component codes, e1(initial reporter), e3. Corrected filed- d9, h11. The failure analysis and testing dept. Received part with a reported unit failure of a unit shutdown and the batteries failing to charge. The fat performed a visual inspection and found the part to have a blown q27 component. This would cause the unit to shutdown and fail to charge batteries. Root cause is the damaged q27.

Event description:
N/a.

Manufacturer narrative:
Other contact person:(B)(6). Other contact phone number:(B)(6). Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the screeching sound. The fse performed battery calibration on both batteries and observed that after draining the batteries, the machine¿s battery slots did not maintain consistent charging. The bays would briefly indicate charging and then turn off. The fse replaced the pcba, cardiosave rohs power management board as a precautionary procedure and screw kit, cardiosave console cover after which the batteries charged as intended. The power management board replacement resolved the issue, and the unit operated normally.